Event description:
(B)(4). Soon after implantation I developed these symptoms that have increased over time that I have listed in no particular order. Pelvic pain, abnormal bleeding, constant spotting, painful intercourse, bleeding after intercourse, frequent uti, sharp stabbing pelvic and side pains, blood in urine all the time with no cause found with 2 cystoscope, allergic to wedding ring due to nickel in the sauter ,vertigo-had 2 mris, dental issues-just had my 5th crown, joint pain from head to toe, vision problems, severe bloating , colon issues, swelling of hands and feet, reflux, migraines , asthma , numbness and tingling in hands and feet, chronic back pain, dizziness, mood swings, rashes, heart palpitations, ringing in ears, brain fog, cloudiness, forgetfulness, loss of libido, incontinence, breast pain, abdominal spasms and fluttering, post menopausal bleeding and pain. I have had to miss a tremendous amount of work due to these ongoing worsening problems.

Event description:
(B)(4). On (B)(6) 2016, I had to undergo a total hysterectomy taking uterus, cervix, fallopian tubes and ovaries due to complications from essure.

Event description:
#Medwatcher #followup1 #FDA mw5064192 #(B)(4). On (B)(6) 2016 I had to undergo a total hysterectomy taking uterus, cervix, fallopian tubes and overies due to complications from essure.